Manufacturer narrative:
Visual analysis was performed on the returned device and the locking ring is fractured as was reported. Functional analysis cannot be performed because, without the locking ring, the device is no longer functional. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Anchor c surgical technique indicates: to ensure proper depth and adequate locking when using the awl, drilling, or locking bone screws, use of a free hand technique is strongly discouraged. Use of the guide/inserter tip or low profile inserter is required. One of the possible root causes identified was freehand use during screw insertion. The cause of the reported event cannot be determined conclusively from the information provided.

Event description:
A company representative reported that the c-ring of an anchor c screw detached during insertion. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that the c-ring of an anchor c screw detached during insertion. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.